Event description:
Procedure type" according to the reporter: when the surgeon inserted the trocar, the outer seal came loose and fell inside the pt. The surgeon recognized the issue and safely retrieved the seal. A new trocar was used to complete the procedure. No tissue damage or pt injury. No unanticipated blood loss 250cc. No 30 minute delay in case reported. Additional information. By outer seal are you referring to the white seal inside the trocar: yes. Can you report the lot number of the subject device: it was not available. Will the subject device be returned for investigation: yes. What is the pt age, weight, gender: information not available.

Manufacturer narrative:
(B)(4).